Manufacturer narrative:
(B)(4). The device was returned locked open and the deployment tab had been pulled off of the opening cables. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing.

Event description:
It was reported by the sales rep. That during a robotic tricuspid valve repair with laa management, the clip did not deploy when the orange tab was pulled. The clips were placed through the transverse sinus. The case was delayed for two minutes, they used another clip without further consequence. There was no patient harm.